Manufacturer narrative:
For one of the pending events, the investigation determined there was no malfunction of the device. The user used a primary sample tube for testing and the sample type was plasma. According to product labeling, "plasma from primary tubes handled according to the manufacturer's' instructions can still contain cells, leading to implausibly high results. One option for these cases is an application with automatic sample predilution. Alternatively it is recommended to transfer the plasma from the primary tube to a secondary sample tube." As part of follow up actions for this event, the field service engineer determined that a waste trap was blocked with a substance. The trap was bleached and cleared. For the other pending event, the investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions.

Manufacturer narrative:
For two events, the investigation did not identify a product problem. The cause of the event could not be determined. For three events, the investigation determined the service actions resolved the issue. For two events, the investigation is ongoing. For one event, the field service representative (fse) cleaned the wash nozzle. For one event, the fse replaced the rinse tubes. For one event, the fse checked the wash tubing, probes, and gear pump pressure and cleaned the nozzles and mixers. The cells and lamp were replaced. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial no cont'd: (B)(4).

Event description:
This report summarizes <noe>7</noe> malfunction events. Questionable high results were generated by the cobas 8000 c702 module. The events involved a total of 22-23 patients with the following: 9-10-crep2 creatinine plus ver.2, 1-bilt3 bilirubin total gen.3, 4-ca2 calcium gen.2, 7- ldhi2 lactate dehydrogenase, 1-mg2 magnesium gen.2. The known patients' ages ranged from 67 - 75 years. The known patients' genders were 2 females.